Event description:
It was reported that a malfunction alarm occurred with malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support notified the customer that a replacement pump with updated software would be sent, and provided storage mode instructions for the current pump, which the customer was asked to return within ten days. The customer understood and acknowledged all instructions and agreed to continue using the current pump until the replacement arrived.